Event description:
The hospital reported that they were bagging a patient, and the peep valve jammed and closed. The valve was held open with a finger until replaced. Reported that the patient was not affected at all. They never had this problem before this incident and has not happened again.